Event description:
Information received from a patient reported that they were having issues and saw a manufacturer representative for an adjustment over a week prior to the date of this report. It was reported that the patient¿s stimulation was too strong and they were experiencing a constant tingling. The patient reported that they had been trying to decrease stimulation, but couldn¿t. The patient stated that everything was pretty good after they their device adjusted, and then they weren¿t good. It was noted that the patient checked their device with their programmer and it showed that stimulation was on. The patient decreased stimulation on group a, program one from 0.30v to 0.25v; they also decreased stimulation on group a, program two from 0.20v to 0.15v. The patient only had the two programs on group a and didn¿t indicate if the issues had resolved with the decrease in stimulation. The patient stated that they would try new settings to see if helps. Indications for use are spinal pain and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.